Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 109 mg/dl vs. 72 lab. Tests were done wthin 10 minutes with a difference of 37 mg/dl. Patient did not experience any adverse events. No further information has been reported.